Event description:
The user facility reports the sundt kinked making it impossible to insert into the patient. The user facility discarded the sundit but will be returning another for evaluation. No patient injury was reported.